Event description:
Ous MDR - after an implant duration of 51 months this ventricular lead exibited high impedance measurements (2342 ohms). Loss of capture and increase in threshold of over 7.5v @2ms were also noted. Intervention was performed and the physician noted a kink and some scarring with the lead around the clavicle. The lead was surgically abandoned. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.